Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not returned.

Event description:
It was reported that the patient experienced unintended stimulation. There were no adverse consequences related to the event. No medical intervention and no delay were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation however no device malfunction could be confirmed. Based on the complaint description and additional information obtained from the sales representative, the reported event likely involved unintended stimulation in sensory mode. Unintended stimulation in sensory mode is known to be an inherent effect of this device, and is not reflective of a malfunction or failure.

Event description:
It was reported that the patient experienced unintended stimulation. There were no adverse consequences related to the event. No medical intervention and no delay were reported.